Manufacturer narrative:
(B)(4). Film evaluation results are: a review of a pre-implant drawing confirmed that the patient had a 45 mm length proximal neck that ranged in diameter from 19 ¿ 15 ¿ 20mm. The neck contained localized areas of calcification. The 6.1cm max diameter aaa contained thrombus, and the distal aortic diameter was 26 x 16mm and was extensively calcified. Both common iliac arteries were non-tortuous but extensively calcified bilaterally. The rcia diameter ranged from 14 ¿ 17mm along the proximal 30mm length, and 9 ¿ 11mm along the more calcified distal 26mm length. The lcia was calcified along most of the length, and the diameter ranged from 11 ¿ 14mm along the proximal 5.4cm length, and 11mm along the distal 13mm length. A single 3d CT recon image also confirmed that the infrarenal neck angulation was ~30deg l-r. A single still angio image post-implant confirmed that an endurant stent graft system was implanted in the patient. The ipsi limb was positioned into the left common iliac artery, and the contra limb was placed into the right iliac; the limbs appeared to cross over each other within the distal aorta. The contra/right limb was completely occluded beginning from the bifurcate flow divider, and distal to the right limb the flow was also occluded. The bifurcate aortic body and the ipsi/left limb were all patent, and no occlusion was seen distal to the left limb. No obvious stent graft kinks or compression was observed; however, any possible kink/compression could not be ruled out from this 2d image. No other issues were noted. The cause of the right limb occlusion could not be determined from the limited films provided. Films during implant and post-implant CT¿s were not available for review, and any possible stent graft kinks/compression could not be confirmed from the single 2d image. The blood flow dynamics also could not be assessed from this single post-implant image provided. It is possible that implanting within the patient¿s small and calcified distal aorta, and the severely calcified/stenotic right common iliac artery near the iliac bifurcation, may have all contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images from the thrombectomy and fem-fem bypass procedure were not returned.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 61x55 mm abdominal aortic aneurysm. The aortic neck measured 19 mm to 15 mm to 20 mm along a 45 mm length. It was reported during recent follow up the patient complained of right leg pain. A CT revealed that thrombotic occlusion was present. A thrombectomy intervention was performed using another manufacturer's balloon catheter. Sufficient thrombus could not be removed and the physician elected to perform a femoral to femoral bypass. The thrombotic occlusion event was resolved. Per the physician, the cause of the thrombotic occlusion was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.